Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 104 mg/dl at the time of the incident. The customer stated that there the drive support cap is sticking out of the pump. Furthermore, the customer stated that the rewound the pump and filled the tubing four times, but the alarm kept coming back up. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, cracked case at display window corner and cracked reservoir tube.